Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. During the procedure, the sheath was inserted without resistance. The valve was prepped on the back table without complication. The valve was inserted and upon the first loading step, the catheter pulled back and the team could not get the catheter to pull to transition. The fine adjustment wheel would not move the balloon at all. The system was reset to its original position and still could not pull the balloon into the system. The physician tried to pull the balloon into the valve but still could not get the balloon into the valve. At this point, the team decided to remove the system and put a new one in. Upon pulling the system down to the sheath, the strut caught on the sheath flared, and the valve came off the balloon. The catheter with the balloon and nose cone in its entirety was removed. Visible damage was noted to the balloon but without injury to the patient. The valve was pulled down and deployed above the bifurcations, below the renals, and approximated to the wall with an endovascular stent. The second sheath and valve were inserted without issues and the valve was successfully delivered. The patient was sent to the cardiovascular unit in stable condition. Upon follow-up with the fcs, there was no difficulty inserting the commander through the sheath. The initial sheath was intact with no damages upon removal. The valve alignment was attempted in a straight section of the anatomy. There was balloon damage almost circumferential at the tip. There was no note of any issues or contrast leaking during deployment and the balloon was removed whole without the valve. There was no bent strut visible on fluro, until we were trying to remove the system as a whole, then a strut was bent as it was pulled back to the sheath and that is when the valve was dislodged from the system and the balloon came out as a whole with the sheath , wire intact through the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risks - failure - frame damage" was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "upon pulling the system down to the sheath, the strut caught on the sheath flared, and the valve came off the balloon." Additionally, per 3mensio, the patient-s access vessel had presence of calcification, tortuosity, and undersized vessels. The presence of tortuosity/undersized vessel can contribute to high withdrawal forces by creating suboptimal angles during delivery/system retrieval (non-coaxial withdrawal). Such non-coaxiality could have caused the valve strut to catch on the sheath tip and/or calcified vasculature, causing it to slide off the ds during retrieval and sustain damage, as reported. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.